Event description:
It was reported a hematoma occurred. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system was used and a 31mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 25.8mm. On 09 september 2018, a 4.5 x 1.6 cm hematoma was formed at the right groin due to inadvertent puncture of the right femoral artery. No further complications were reported. The issue was considered resolved.